Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a (B)(6), male patient participating in the (B)(6) clinical study suffered from mild urinary tract infection less than 7 days post procedure. The case was a clinical trial, sponsored by bwi. The event was assessed as possibly procedure related. Medication was required to treat the patient. The patient¿s medical history is unknown. The patient condition resolved without sequelae. There is no mention of any product malfunction related this patient injury. Bwi received additional information on (B)(4) 2015 which stated ez steer thermocool nav 4mm was involved in this procedure making this reportable event.

Manufacturer narrative:
(B)(4). The concomitant product: circular ablation circ loop model# d-1322-14-si, lot# 15929187l. (B)(4). Manufacturer ref # (B)(4).